Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision right total hip replacement- liner and head exchange only. Patient underwent revision of right total hip replacement on (B)(6) 2017, complaint ID (B)(4), for trochanteric fracture. Now complaint of recurrent dislocation of right hip. Surgeon decision to revise current liner to a constrained device. Surgery was performed the existing femoral head, liner and duraloc locking ring were removed. A new locking ring, constrained liner and femoral head were implanted.